Event description:
The handpiece is a loaner sample. During the test, the generator showed error code. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/3/2007. Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The batch record was reviewed and no anomalies were noted during the mfg process.